Event description:
Correction - it was believed that the lead was exhibiting noise due to clavicular crush.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of their transmission revealed that the pacemaker had pauses. Further investigation revealed that the right ventricular lead had noise observed in the ventricular sensing test, as well as episodes of noise reversion. The patient then presented to clinic, where the noise was reproduced using isometrics. The patient said they felt lightheaded, although it is unknown if that was due to the noise. The lead was then capped and replaced on (B)(6) 2020, and the patient was in stable condition.